Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 863568) inserted for female sterilisation. The patient's medical history included dysmenorrhea, grand multiparity, pelvic pain female, menorrhagia and endometrial ablation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy.cystoscopy.). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: in earlier follow up dob was mentioned as (B)(6) 1983 and in current follow up its mentioned as (B)(6)1980. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: multiple fluoroscopic images of the pelvis were acquired following placement of balloon tip catheter into the uterus by doctor who performed the procedure. Next, following administration of 20 cc omnipaque 240 via the balloon tip catheter, there is noted to be filling of the uterus and cervix. The isthmic portion of the right fallopian tube appears filled. However, there is no appreciable spillage of contrast material from either fallopian tube into the peritoneal space. Most recent follow-up information incorporated above includes: on 7-jul-2020: mr received: event medical device removal was updated as pelvic pain. Lot number, lab data medical history, insertion date of essure ,reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 863568) inserted for female sterilisation. The patient's medical history included dysmenorrhea, grand multiparity, pelvic pain female, menorrhagia and endometrial ablation. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy.cystoscopy.). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: in earlier follow up dob was mentioned as (B)(6) 1983 and in current follow up its mentioned as (B)(6) 1980. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: multiple fluoroscopic images of the pelvis were acquired following placement of balloon tip catheter into the uterus by doctor who performed the procedure. Next, following administration of 20 cc omnipaque 240 via the balloon tip catheter, there is noted to be filling of the uterus and cervix. The isthmic portion of the right fallopian tube appears filled. However, there is no appreciable spillage of contrast material from either fallopian tube into the peritoneal space.. Lot number:863568 manufacturing date: 2011-05 expiration date:2014-05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-aug-2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.